Event description:
Report received of an overdelivery. The pump was programmed at 0900 in the pca+continuous mode to deliver morphine 1mg/mg, with a 2mg loading dose, a continuous rate of 0.5mg/hr, a 1mg pca dose, an 8 minute pt lockout and a 20mg 4 hour limit. The customer reported that there were additional physician orders that read, "if inadequate pain relief, increase incremental dose to 1.5mg" with a 100mg 24 hour limit. It is unspecified if the additional orders were utilized. The pt was sent for a CT scan at an unspecified time and reportedly at 1000, "when the nurse and aide went to pick up the pt, it was noted that the vial was empty and the pump had delivered 30 mg in 1 1/2 hours." The device was removed from clinical service. The pt was "treated as a post IV sedation." The pt was reported as "awake, alert and oriented, but drowsy, color good, o2 saturation good, after 1 1/2 hours a little pain." There were no reported adverse pt sequelae. Though requested, no additional information was provided.